Manufacturer narrative:
A medical image was provided to the manufacturer. No device and no medical records were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight months post implantation of a vena cava filter, one limb was allegedly discovered detached from the filter and embedded in the caval wall. It was further reported that the filter and detached limb were successfully retrieved with the use of a snare device. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image review: based on the image provided, a filter limb was demonstrated outside the ivc wall; however, filter limb perforation of the ivc wall cannot be confirmed. Photo review: two electronic images were reviewed. Photo 1 shows a denali filter on a piece of white gauze. Twelve limbs can be seen attached to the apex of the filter. Photo 2 shows a denali filter and a detached distal portion of a leg on a piece of white gauze. The detached portion was identified as a leg by the cranial anchor. Based on the photos provided, limb detachment can be confirmed. Conclusion: the device was not returned. Two photos and an image were provided. The CT image provided demonstrated one filter limb outside the ivc wall; however, limb perforation of the ivc wall could not be determined based on the one image provided. Based on the photo review, limb detachment can be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight months post implantation of a vena cava filter, one limb was allegedly discovered detached from the filter and embedded in the caval wall. It was further reported that the filter and detached limb were successfully retrieved with the use of a snare device. There was no reported impact or consequence to the patient. Additional information: it was believed that the detached filter leg was possibly in the lumbar vein and movement was thought to have put stress on the limb causing it to detach.